Event description:
It was reported that the patient connector of the transfer set was not connecting with the titanium adapter when the transfer set was changed. The patient connector (catheter connector) would not stop to lock on to the titanium adapter. There was no issue with the titanium adapter and it was reported to still be in use without any problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13e10052 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. An evaluation of the actual sample was conducted and five companion samples. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The dimensional inspection of the returned transfer set samples found the diameter of the catheter connectors/patient connectors to be within specifications. The samples were not confirmed for the reported issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.